Event description:
Customer reported issue with pump battery depleting too quickly, noting it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the customer to uninstall and reinstall the mobile app, advising further action if battery depletion exceeded 35% per day, which the customer understood and acknowledged.